Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had not recognized by the processor. The event had occurred during the set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness is lost, the endoscopic image cannot be displayed, dirt on cable unit and damage on cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation is due to damage on cable unit, the endoscopic image cannot be displayed. Related to the new reportable findings found in the investigation the cause is traced to component failure, but for the cause of the additional reportable malfunction "dirt found on the cable unit during device evaluation" could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.